Manufacturer narrative:
The customer replaced lcd display module to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.